Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 455 mg/dl. Customer stated there is a crack on the reservoir window to the esc button. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 455 mg/dl. The customer was treated for high blood glucose with pump.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.